Event description:
During a colonoscopy procedure, as the colonoscope was advanced into the sigmoid, the pt experienced bradycardia for 25 minutes. The procedure was discontinued and the pt complained of abdominal pains. An x-ray indicated that there was free air under the diaphragm and perforation of the colon was confirmed. Four hrs following the procedure, the pt was taken to surgery for repair of the perforation. The pt has been discharged from the hosp and the hosp risk mgr and staff nurse stated that cause of the perforation was attributed to user error. The pt has a history of hypertension and rectal prolapse.